Event description:
Caller reported an error with their continuous glucose monitor (cgm) identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with a pump reset, guiding the caller through the process, which resolved the issue, allowing them to successfully start their sensor session without further errors.